Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer was unable to troubleshoot. No additional information was provided.